Event description:
Patient was implanted with aegis plate l3-4 and posterior screws l4-5 for ddd with unstable segment above fusion mass in 2008. Follow up (2009), found image that showed breakage of aegis screws. Surgeon is taking no action to revise and will monitor patient progress. As an event of this nature could result in the need for surgical intervention, an MDR has been filed.

Manufacturer narrative:
Evaluation of images indicates that subsidence of the interbody device may have placed additional stress on the plate resulting in breakage of the screw(s).